Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion test was not reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation observed and found the pump passed the downstream occlusion testing within the specifications. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion, the pump would not occlude. This occurred during testing. There was no patient involvement. No additional information is available.